Manufacturer narrative:
Additional product code: hsz. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a drill bit broke when drilling for a cortical screw for the ten-hole locking compression plate during a proximal tibia open reduction internal fixation procedure. The drill bit tip was not retrieved, and remains in the patient. There was no reported surgical delay due to the broken drill bit fragment. The surgery was completed with a similar/like device. Patient status/outcome following the procedure was not provided. This is report 1 of 1 for (B)(4).